Manufacturer narrative:
It was reported to abbott that the patient had high impedance. Reo met with patient on (B)(6) 2020 and found that their t12 lead has high impedance on all contacts. The patient did not report any falls or trauma. Rep was able to program the patient with their remaining leads. The patient will have the lead revised sometime in the future, but no surgery date is set yet. Although the issue was resolved in the field, the results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
It was reported that the patient underwent surgical intervention wherein the patient had two drg leads implanted bilaterally at t12 to address the issue. The left t12 lead was explanted.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis.

Event description:
Related manufacturer reference number 1627487-2020-21828. It was reported the patient's t12 lead reflects high impedance values. Reprogramming was able to provide therapy. However, the patient may undergo surgical intervention at a later date to further address the issue.